Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the hot jaw on the hemopro device broke off and fell into the pt's leg. The piece that broke off was on the backside of the jaw and did not expose the heater wire. The hemopro tool was used to retrieve the piece from the pt without incident. The same device was used to complete the procedure. The hospital will reportedly not be returning the product in question.